Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am post 4 weeks post-operative') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain"), abdominal distension ("bloating gone/I always look "about" 8/9 months pregnant") and pain in extremity ("sharpness shooting down my leg legs are completely gone"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension and pain in extremity had resolved. The reporter considered abdominal distension, arthralgia, medical device removal and pain in extremity to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: abdominal distension, arthralgia, medical device removal and pain in extremity". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am post 4 weeks post-operative') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain"), abdominal distension ("bloating gone/I always look about 8/9 months pregnant") and pain in extremity ("sharpness shooting down my leg legs are completely gone"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension and pain in extremity had resolved. The reporter considered abdominal distension, arthralgia, medical device removal and pain in extremity to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: abdominal distension, arthralgia, medical device removal and pain in extremity". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.